Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. Visual observations revealed that a part of the needle tip is broken and stuck between the suture channel of the lower jaw. The rest of the needle is jammed inside the shaft of the expressew iii. Hence this complaint can be confirmed. Upon closer observation, it appears that the lower jaw and the upper jaw have been slightly deformed. When the device is operated, the jaws do not fully open at once. The ratchet button on the ratchet latch assembly has to be released more than once for the jaws to fully open. It has been indicated in the complaint that when the needle jammed inside the device, it was pulled out from the distal end of the device which broke the needle. This operation is beyond the design intent of this device. This device possibly has seen heavy use and repeated cleaning/ sterilization cycles. The failure of this device can be attributed to fair wear and tear. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the needle was loaded incorrectly into the customer's expressew iii without hook causing it to break in the device when fired and jam during a rotator cuff procedure. The surgeon used another applier to complete the procedure with no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.